Manufacturer narrative:
(B)(4).maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the control board and the pump test passed. (B)(4)

Event description:
On (B)(6) 2011, (B)(6), reported that for roller pump module rpm 20-320, single roller pump (article number: 70102.7652, serial number: (B)(4)) when they powered on the unit the self test failed and they received an "err eeprom" message. The customer reported the event to the maquet service technician on 25oct2011.(B)(4).